Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the programmer rf (radio-frequency) head was replaced. Without a device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that at times, the programmer rf (radio-frequency) head could not find the pacemaker. The rf head was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: analysis found that using a particular interface, the rf (radio-frequency) head could not find the pacemaker. Duplicate regulatory reports were inadvertently created and submitted for the same product serial number (B)(4). See regulatory report # 2182208-2015-03819 for details.